Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2025; explanted: (B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) 0.225 mg 2.0 mg via an implantable pump. It was reported that the patient was not getting therapy, so he was going back in for a revision. He took out part of the spine segment and then he tied off the other part of the spine segment. He attached a new spine segment, 8782 and connected it to the pump segment with the new collet. He was then able to aspirate. The physician was satisfied, and it was then back to normal and working. He thought the reason why he had to replace it was the anchor he had originally placed was affecting the flow of the catheter. The patient and the patient stated that it seemed to work ok for about a month then stopped she could notice a big spike in pain. So, on (B)(6) 2025, it was first implanted, everything seemed "ok" they said until around mid-april, then the patient noticed a big increase of pain. He was not able to aspirate at first in the case, then he replaced the spine segment, and he was able to aspirate cerebrospinal fluid (csf). He also shot more dye in during the case. With the replacement of the spine tip catheter, dye, and aspiration, he concluded it was successful. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.